Event description:
Customer reported the tower shutter is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and realigned the tube and tube cover, and performed beam alignment system operates as intended.